Event description:
It was reported that a patient with an implantable cardioverter defibrillator had post paced t wave over sensing on the ventricular lead. The patient did not receive therapy during over sensing. No programming changes have been made. Patient was asymptomatic and will continue to be monitored normally.

Event description:
New information received on (B)(6) 2017 notes that the programming changes were done and the patient will continue to be monitored.